Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1 number of persons adversely affected: 0.

Manufacturer narrative:
A software investigation was initiated to determine the probable cause of the anomaly. The investigation found that the software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hard drive of the imaging system had an excessive volume of patient exams on it, after clearing the database restored functionality. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system displayed an error with the viewing station of the imaging system following a 3d image acquisition and that the issue occurred mid-image transfer.